Manufacturer narrative:
The customer¿s report of an overinfusion from the pca was confirmed. The pcu event log showed the user selected morphine standard 1mg in 1ml at 6:31 am on (B)(6) 2015. The user then changed to the correct morphine hi conc 5mg in 1ml at 3:06 pm on (B)(6) 2015. There were 20 successful pca dose requests delivered during this time for a total of 30ml. There was 1 pca dose request not delivered because it was requested during the lockout interval and there was 1 pca dose request not delivered due to the syringe being empty. Visual inspection of the pca module observed no anomalies and was received in overall good condition. The root cause of an overinfusion from the pca was due to user programming.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an infusion of morphine sulfate ordered at a concentration of 5mg/ml but instead was programmed at a 1mg/ml concentration. The discrepancy was noted when a nurse was replacing the medication syringe and was confirming the concentration on the syringe to what was entered in the pcu. The customer has stated the patient was narcotic tolerant and did not require medical intervention. There was no patient harm. The customer requests a thorough event log review to confirm the programming that is suspected to have taken place.